Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-04652. It was reported the patient experienced an overstimulation sensation when her stimulation was turned on. As such, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. It was noted during the procedure, the patient's lead tails appeared to be slightly pulled out of the ipg. The patient reported effective stimulation coverage postoperative. Surgical intervention resolved the reported issue.